Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1678 showed no other similar product complaint(s) from this lot number.

Event description:
Customer reported by healthcare professional: "PICC team was paged to unit to assess the patient's PICC because there was a leak. When I flushed the red lumen there was a leak under the white butterfly stabilizer. The saline came out of the hole there when the PICC was flushed. No harm reported"

Event description:
Customer reported by healthcare professional: "PICC team was paged to unit to assess the patient's PICC because there was a leak. When I flushed the red lumen there was a leak under the white butterfly stabilizer. The saline came out of the hole there when the PICC was flushed. No harm reported".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 5 fr dual lumen groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a split was observed in the red lumen of the catheter just distal to the molded joint. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.